Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that blood leaking from valve was noted with a non-bsc catheter inserted. Continuous air ingress while aspirating was noted. The procedure was completed successfully by using a different device (different model). No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported that upon insertion of the non-bsc mapping catheter a drip was noted at the site of the sheath valve. The only devices inserted through the sheath prior to the non-bsc catheter was the faradrive dilator and a needle to go transeptal. A pressure bag at a drip rate of 2ml was used to irrigate the sheath. The air bubbles were observed upon aspiration of the faradrive sheath while inserting the non-bsc catheter. The leak was coming from the valve of the faradrive sheath where catheters are inserted and removed from the sheath. A fast drip was noted leaking out the valve of the faradrive sheath. The fluid was leaking from the proximal end of the sheath closest to the insertion point and the operators' hands. The blood loss was minimal. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.